Event description:
Complainant alleged that while attempting to monitor a (B)(6) female pt in flight with cardiac issues, the device restarted and rebooted on its own. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.